Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose level was 250 mg/dl at the time of the incident and the current was 133 mg/dl. The customer stated that the troubleshooting was performed for the high blood glucose under delivery. The device will not be returned foe the analysis.